Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd venflon pro safety 22ga india catheter was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: vps (catheter) damaged while extraction of stilet and very painful while insertion, leading to induration and swelling.

Event description:
It was reported that bd venflon pro safety 22ga india catheter was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: vps(catheter) damaged while extraction of stilet and very painful while insertion, leading to induration and swelling.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.